Event description:
Ems found upon arrival a non-responsive pt without a pulse. Ems started CPR and applied the on the monitor like they normally would; they had to apply the leads to get a rhythm. They charged the machine to 200j, but pt did not respond. The paramedic reported that he smelled something faintly burning. Then they shocked at 300j. A loud crack was heard, with smoke emanating from the pad and with the wires melting through. The paramedics attached another set of pads from the same lot as the first, and they worked malfunction and with a pt response. The pt subsequently was transferred to a hosp emergency department and expired. The incident reporter stated that they did not believe that the pad problem had an impact on the pt's outcome.